Manufacturer narrative:
( Device's component unknown if retrieved ). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a case of general surgery, the tip of the needle broke in the patient. They had to perform a risk assessment and had to do a search to find the tip of the needle that had remained in the wound of the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hernia repair surgery, the tip of the needle broke in the patient. They had to perform a risk assessment and had to do a search to find the tip of the needle that had remained in the wound of the patient. The tip of the needle was retrieved. There was no patient injury.